Event description:
It was reported that a catheter break occurred. The patient's anatomy was non tortuous. Antegrade access was obtained via the common femoral vein. An ekosonic kit 135cm 50cm was selected to administer treatment. As the physician was inserting the ultrasonic core transducer into the infusion catheter, the ultrasonic core broke before it was fully inserted. The physician removed the broken ultrasonic core. A second package was opened and a new ultrasonic core transducer was successfully inserted into the infusion catheter and treatment was started. No adverse events were reported.